Event description:
Healthcare professional reported a right-side rupture and exchange due to concerns with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product-procedure: unable to confirm as it is a medical event not related to the device. Rupture: observed, broken on anterior side assessed as unidentified (tear). Opening (shell thickness was within specification). No further actions are required as the device was implanted.

Event description:
Healthcare professional reported, a right-side rupture and exchange, due to concerns with the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, d.9, h.3, h.6.